Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021, a 30 mm amplatzer pfo occluder was chosen for procedure. During deployment, the left atrial disc presented in a bulbous shape. The device was recaptured two additional times and both times the deformation occurred. The physician exchanged the device with a new 30 mm amplatzer pfo occluder ( lot# 7702329). Further information has been requested.

Event description:
Subsequent to the initially filed information, the following information was received on 08 june 2021. It was reported the same delivery system was used for the new 30mm amplatzer pfo occluder that was successfully implanted. The event did not cause a significant delay in the procedure. The patient remained hemodynamically stable. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
The reported event of a the device deploying bulbous could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.